Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred 6 months ago from date manufacturer was made aware.